Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of air/water channel leakage. This does not constitute an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, corrosion was observed inside the scope cover due to leakage. There was no report of patient involvement.